Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that slow flow occurred. A 1.50mm rotalink¿ plus was selected for use. During procedure, when ablation was performed, slow flow occurred. Consequently, nitroglycerine coronary injection was done and dilatation was performed using a balloon. Then, a stent was placed. The procedure was completed and there was no problem with the patient's condition. No further patient complications reported and patient was stable.